Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: a review of the pump black box data showed one (B)(4) replace battery alarm due a discharged replace battery having been installed in the pump; no evidence of short battery life was observed. During testing, the ez-prime steps were performed correctly. The pump current draws measured within specifications. The pump case was removed and a no intermittent condition was found to the power circuit or to the cgm module. The complaint of a battery life issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was reported that when a new battery was inserted, the pump emitted a low battery alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.